Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that today has been leaking a lot and barely made it to the bathroom. Patient said that saw their managing doctor last week and would like to check if their device is on or off. With instruction patient successfully connected to implant. Reviewed therapy information and general programming guidance. Patient made a slight adjustment. Patient will maintain stimulation level and will continue to track symptoms. Due to nature of call (patient said in a hurry), no further questions were asked. 2024-jul-31 (B)(6) (con): additional information was received from the patient. The patient reported that they had a procedure done on june 25th to have their bladder lifted up, but since then they were still leaking and had to run to the bathroom. Patient reported that the leaking had been getting progressively worse. Patient was seeing their healthcare provider tomorrow and wanted to know if they could increase their stimulation. Reviewed how to increase stim. Patient was able to successfully increase stim to a comfortable level. Patient will maintain stimulation and adjust as necessary.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.